Event description:
It was reported that the wake button was not working to activate the pump display. The customer was able to access pump features by plugging the pump into a power source. The customer's blood glucose was 140 mg/dl. The customer continued to use the pump for insulin therapy.